Event description:
The customer reported that cardiac troponin (accutni) quality control (qc) performance associated with a unicel dxc 600i synchron access clinical system was not within the customer's established ranges for an unknown period of time. Recalibration efforts during the timeframe of the event were unsuccessful and a system check failed to meet established specifications. A previously executed system check, performed prior to the event, had met specifications. Beckman coulter inc. Customer technical services advised the customer to consider all patient results going back at least to the last passing qc run (maybe even earlier) for possible erroneous results. The customer indicated that no erroneous patient results were generated in connection to this event. There was no death, serious injury or modification to patient treatment associated or attributed to this event. No sample handling/collection information, actual patient results, system information or patient information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011, for this event. The field service engineer (fse) replaced the aspirate probes and peripump tubing. The fse verified repairs per established procedures and results met published performance specifications. The instrument was returned back into operation a definitive root cause could not be determined for this event.